Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell down some stairs and the pump touch screen became shattered. Customer is unable to see and interact with the touch screen due to the damage. Customer's blood glucose was 140 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.